Event description:
During a percutaneous coronary intervention (pci), a type b dissection occurred while engaging the guiding catheter. Two stents were deployed to treat the dissection. The pt presented with 2-vessel disease and the primary indication for intervention was stable angina pectoris. Pre-procedure medications included aspirin, clopidogrel and statins. Intra-procedure medications included aspirin, clopidogrel, aggrastat and unfractionated heparin. Pre-procedure cardiac enzymes were not checked. Pci was being performed on a totally occluded lesion in the proximal right coronary artery of 20mm in length in a 2.8mm diameter with moderate tortuosity of the proximal segment. The (type c) eccentric lesion was characterized with total occlusion greater than 3 months, an irregular contour, angulation between 45 and 90 degrees, little to no calcification and with thrombus absent. While utilizing the guiding catheter, the type b dissection occurred. The lesion was also pre-dilated with a 2.5x40mm balloon at 12 atmospheres (atm). Then two stents were deployed to treat the dissection. First deployed was a 3.0x28mm cypher select plus stent at 16 atm followed by a 3.0x8mm cypher select stent at 22 atm. Both stents were deployed with satisfactory results. There was no post-dilatation. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. Intra-vascular ultrasound (ivus) was not done. The residual diameter stenosis measured 10%. The pt was discharged on the following day. Post-procedure troponin was greater than five times above the upper normal limits. Post-procedure medications included permanent aspirin, clopidogrel for 12 months and statins. A procedural complication was noted with all of the devices used in the procedure. The event was classified as unrelated to the cypher stents and highly probably related to the procedure. It was not considered a serious event.

Manufacturer narrative:
Twenty seven days after the procedure, the pt had congestive heart failure. The pt complained of dyspnea, swollen ankles and abdomen, all symptoms of heart failure. No diuretics were given for three days and the pt did not follow his prescription. He was admitted and treated with IV diuretics. He was discharged two days later. This event was classified as unrelated to the study device and procedure. At the one-month follow-up interval 51 days after the procedure, the pt's anginal status was asymptomatic. Ace inhibitors were added to the post-procedure regimen. The previously noted cardiovascular event was noted. At the 6-month follow-up interval 146 days after the procedure, the pt's anginal status was again asymptomatic. Aspirin and plavix were discontinued because the pt was not able to take them due to vomiting. The pt was admitted to the hospital (intensive care) due to renal dysfunction. The pt had not taken any medication for four days due to the vomiting. On the following day, the pt was admitted to another hospital due to renal dysfunction and brain damage. Both events were classified as unrelated to the study devices and procedures. Please note that the exact catalog and lot numbers of the device associated with the dissection is not currently known. Additional info has been requested and will be submitted.